Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the abscess and skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that he visited his endocrinologist's office and was diagnosed with an abscess and skin irritation issues due to pod wear. He stated that the pod would cause a lot of itchiness, leave a red mark the shape of the pod, and remove a layer of skin. The abscess was drained and pus was removed. The patient was also prescribed an oral antibiotic (cephalexin) to take for one week. The pod was worn longer the 48 hours and was discarded.